Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal fortum (1g for 15 days, frequency not reported), injection amikacin (250 mg for 15 days, route, and frequency not reported) and injection vancomycin (2g, route, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient¿s effluent was clear and the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.